Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an occlusion of the infrarenal abdominal aorta and the iliac arteries. It was reported that another manufacturer¿s device and limbs were implanted along with an endurant aortic extension. The other manufacturer¿s limbs were implanted in parallel from inside the endurant ii device down into the iliac arteries. A vessel dissection occurred during the procedure at the origin of the left common iliac artery. A vascular stent was implanted at the dissection site. Two days after implant the patient developed gastrointestinal tract bleeding and subsequently expired. The physician assessed that the bleeding in the gastrointestinal tract was not related to the device and not related to the procedure. The physician stated that the cause of the event could not be determined; but noted that it may have been stress related. No additional clinical sequelae were reported.